Event description:
It was reported that the ilet user experienced a transition from hyperglycemia to hypoglycemia, with blood glucose decreasing from 351 mg/dl to 44 mg/dl after announcing additional meals while not eating to correct high glucose and later treating with oral glucose. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user education and troubleshooting on appropriate use of meal announcements and correction strategies. Investigation included a review of use patterns and counseling on device operation. Investigation of this case revealed inappropriate use of meal announcements as correction entries, which can lead to insulin overdelivery and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.